Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 12 events were previously reported during the reporting quarter; however, 1 event was reported in error. 11 previously reported events are included in this follow-up record. Product return status 6 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 11 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 4 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events (B)(4) events were reported for this quarter. Product return status (B)(4) devices were received. (B)(4) devices were not available for evaluation. (B)(4) device investigation types have not yet been determined. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This report summarizes (B)(4) malfunction events in which the device reportedly overheated. - (B)(4) events had no patient involvement; no patient impact. - (B)(4) events had patient involvement; no patient impact. - (B)(4) event had insufficient information received. - (B)(4) event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.